Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens popped out suddenly and caused a tear in the posterior capsule. The surgeon has used the product before and felt some resistance while injecting the lens. Additional information was received from the surgeon who indicated that in addition to the posterior capsule tear, zinn zonules were "cut off", and there was iol sublaxation. On postoperative day one, the patient presented with corneal edema, intraocular pressure (iop) increase, vitreous clouding and visual acuity decrease due to the iol dislocation. The patient was treated with medications and paracentesis was performed to control the iop. On postoperative day six, the patient was taken back to surgery to exchange the iol and a vitrectomy was performed. The lens was replaced with a different model lens which was placed in the ciliary sulcus. Following the iol exchange, the lens was centered and there were no abnormalities noted during the eye examination.